Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(6) manufactures a similar device that is cleared or distributed in the united states. Medical products: z nail 5.0x32.5 cort screw fa catalog#: 47248403250; ; lot# 64930595. Z nail cmf nail cap 0mm catalog#; 47250000200 lot# 3057156. Z nail cmf 5.0x85 ant sup scr catalog#; 47250108550 lot# 3050729. Therapy date: (B)(6) 2021. The device will not be returned for analysis, as the devices remain implanted. Investigation results were made available. Correction: (B)(4). 1. Event description: it was reported that the patient received an implant on may 24, 2021. After 10 weeks (on aug 06, 2021) from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned so far. Harm: s2 instability, minor hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: three x-rays and two CT images have been received. The following evaluation has been performed by prof. (B)(6) and dr. (B)(6) (taken from (B)(4). This is an unstable multifragment fracture. There is still a gap after reduction, however, considering the unstable fracture, the reduction is good. The sliding led to stabilization of the fracture. Product evaluation: the devices remain implanted. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. Surgical technique: surgical technique sap 3045-jp-en rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding "set screw locking": after the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. 5. Conclusion: it was reported that the patient received an implant on (B)(6) 2021. After 10 weeks (on (B)(6) 2021) from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned so far. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the radiographs, the reported sliding can be confirmed. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation ((B)(4)) was initiated to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer (B)(6) manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) the following reports are associated with this event: (B)(4)

Event description:
It was reported that the patient received an implant on (B)(6) 2021. After 10 weeks (on (B)(6) 2021) from the initial surgery, the surgeon found the lag screw migrated on the radiographical follow-up. The patient is being monitored, but no revision surgery has been planned. Investigation results have been made available. Reportability was reassessed after investigation. This complaint became reportable due to similar event led to serious injury (revision surgery).